Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. No frozen display or button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was freezing and they were unable to exit from the main screen. The customer stated the act button was also intermittently unresponsive. It was also found the insulin pump button did not work for 20 minutes after replacing the battery. Customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the keypad issues. A self test was not performed as the buttons were unresponsive. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.